Event description:
Customer reportedly received results of 387 mg/dl and 129 mg/dl within 10 minutes on the aviva system. Customer took an additional dose of meformin after obtaining the reported results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.